Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/20/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 1 key inoperable which was reproduced as an inoperable keypad. The reported condition was verified. The cause was determined to be the keypad flex became disconnected from the input/output printed circuit board. The connection was reestablished to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device displayed a system error 345. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a failed downstream thermistor. The downstream sensor assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 1 key was inoperable during an unspecified process step. There was no patient involvement. No additional information is available.